Event description:
It was reported that the customer passed away at home. The caller stated that the cause of death was encephalopathy. The customer was hospitalized on (B)(6) 2015. The caller stated that they were not able to control the customer's blood glucose because she was brittle. The customer had kidney failure, bladder infection, and stroke. She was not wearing the insulin pump at the time of death. The insulin pump had been disconnected from the customer, due to illness, approximately on the third week of (B)(6), 2015. The customer was not using sensors. The customer's blood glucose, at the time of death, was unknown. The caller stated that the customer's insulin pump and supplies were at the customer's house and she will consult her husband regarding returning the insulin pump for analysis. The caller did not have the insulin pump at the time of the call. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.